Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch ripped at the top of the pouch when they were removing the gall bladder. None of the specimen fell into the patient. The case was completed with no patient consequence. The device was discarded.